Event description:
No new information reported.

Event description:
A manufacturer representative (rep) reported that when the physician attempted a trial for the patient, they could not advance the lead midline, it kept going to the left. The physician used a blank and they still could not get the lead midline or advance to the intended area. The procedure was not completed so the physician planned to use a buried lead trial but the stylet was sticking out of the lead superior to the distal contact. It was noted that the issue was resolved at the time of thereport, surgical intervention did not occur and it was not planned. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
Analysis of the lead found that the stylet wire perforated the outer insulation at the distal edge of the #1 electrode sleeve. The lead was noted to be electrically okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a manufacturer representative. It was reported that these leads came with the stylets already seeded. This was not bent additionally by the physician. No issues were noted with steering, and the health care provider was not concerned about the lead or the stylet. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.